Manufacturer narrative:
An immucor employee visited the customer site to assess the manual capture workstation testing system on (B)(6) 2018, and the immucor employee subsequently replaced the csw 100 strip washer component with another csw 100.

Event description:
On (B)(6) 2018, an immucor employee received a phone call from a customer site, and reported on behalf of that customer site, an unexpected negative antibody screen when using capture-r ready-screen (3) with a manual capture workstation.